Event description:
Revised due to instability but when surgeon explanted the femoral head he noticed what looked like corrosion on trunnion of stem and the inside of head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding corrosion of trunnion involving an unknown stem was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-rays. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Revised due to instability but when surgeon explanted the femoral head he noticed what looked like corrosion on trunnion of stem and the inside of head.